Event description:
It was reported that testing could not be performed on the device due to loss of telemetry. Just prior to explant, the device interrogated normally. The patient works in an office where there is a military radio antenna.

Event description:
The lead was capped and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event could not be reproduced in the laboratory. The device tested normal on the bench and during automated electrical testing. The cause of the reported anomaly could not be determined.